Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed with no issues noted. An in-house one-link secondary medication set was connected to the clearlink y-site of the set and the setup was primed with no issues noted. The device was found to flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper y-site port of a clearlink continu-flo solution set would not flush and was unable to run secondary set with tubing. This issue was identified during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.